Event description:
It was reported that the patient had a heart attack in (B)(6) and since then the implantable neurostimulator (ins) had been completely dead. The patient reported that the pain was becoming unreal. The patient reported that because of her pain her blood pressure is 230 over 109 and had been higher. The patient stated that this had been going on since (B)(6). The patient reported that she had been hospitalized overnight because of her blood pressure. Additional information about the outcome/troubleshooting of the device was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).